Event description:
Device report received from synthes (B)(6) reports an event in (B)(6) as follows: re operation with extraction of tomofix plate due to delayed union, pseudoarthrosis and lost of varus correction. New tomofix lat distal femur plate was inserted together with autograft. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested.

Manufacturer narrative:
Device used for treatment and not diagnosis. Patient (B)(6). Added expiration date 3/1/2015; add MFR date 4/7/2010. Manufacturing documents were reviewed and no complaint related issues were found. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.